Event description:
It is reported that after approx 2 years after implantation, a revision surgery was occurred on (B)(6) 2010, due to pain. It is reported that there was no bone ingrowth.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the device in the u.s. The medical device will be returned to MFR for investigation. X-rays, or other source documents were not provided or review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. While the common clinical presentation and the assumed date of the original implantation suggest that this event is related to the issues for which zimmer implemented a correction in 7/2008. Should add'l info become available and/or the results of investigation are different to the results from investigations already performed, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).